Manufacturer narrative:
No investigative analysis could be performed since the product was not returned to abbott for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During remote follow-up, the session record revealed an inappropriate shock therapy due to lead dislodgement reported to be caused by the patient's anatomy. The lead was successfully repositioned. No serious adverse consequences were observed.